Event description:
It was reported that the patient was symptomatic due to loss of capture of the right ventricular lead. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.